Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, -18.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. A replacement lens of shorter length was later implanted and the problem was resolved.